Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, urinary tract disorder, migraine headache, overweight, gerd, hypertension, nausea, vomiting, tonsillectomy and bladder operation. Concurrent conditions included uterine bleeding, hot flashes, anemia, dizziness, endocervicitis and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2019, lisinopril since 2017 to (B)(6) 2019, minerals nos;vitamins nos (prenatal vitamins), norethisterone (micronor) (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2019 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue / exhaustion") and insomnia ("insomnia"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and foot fracture ("plantar fracture in one foot"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), night sweats ("night sweat") and anxiety ("heightened anxiety"). On an unknown date, the patient experienced libido decreased ("low libido"), incontinence ("incontinence"), pollakiuria ("urine frequency"), migraine with aura ("ocular headache"), photophobia ("sensitivity to light"), hyperacusis ("sensitivity to sound"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood swings, night sweats, libido decreased, nausea, fatigue, weight increased, abdominal pain, migraine and headache had resolved, the depression, arthralgia, foot fracture, insomnia, anxiety, incontinence, hormone level abnormal, pollakiuria, photophobia and hyperacusis outcome was unknown and the migraine with aura was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, foot fracture, headache, hormone level abnormal, hyperacusis, incontinence, insomnia, libido decreased, menorrhagia, migraine, migraine with aura, mood swings, nausea, night sweats, pelvic pain, photophobia, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 186 lbs. Previously reported essure insertion date : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Normal post essure hysterosalpingogram. Mammogram - on (B)(6) 2018: impression: normal left breast ultrasound, left breast mammography in 6 months recommended to document stability of the small parenchymal density. Pathology test - on (B)(6) 2018: final diagnosis: exocervix and endocervix, hysterectomy: acute. And chronic endocervicitis. Endometrium, hysterectomy: proliferative endometrium. Myometrium, hysterectomy: leiomyomata, adenomyosis. Fallopian tube (right)} salpingectomy: no significant pathological abnormalities. Fallopian tube (left), salpingectomy: no significant pathological abnormalities. Lot number: 695932, manufacturing date: 2009/12, expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome for previously reported events: pelvic pain, abnormal bleeding(menorrhagia)/ heavy bleeding, mood swings, night sweat, low libido, nausea, fatigue, weight gain were updated to recovered / resolved. New events: abdominal pain, migraines, headaches were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, urinary tract disorder, migraine headache, overweight, gerd, hypertension, nausea, vomiting, tonsillectomy and bladder operation. Previously administered products included for an unreported indication: nuva-ring in 2003. Concurrent conditions included uterine bleeding, hot flashes, anemia, dizziness, endocervicitis and adenomyosis. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2019, lisinopril since 2017 to (B)(6) 2019, minerals nos;vitamins nos (prenatal vitamins), norethisterone (micronor) (B)(6) 2010 to (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2019 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue / exhaustion") and insomnia ("insomnia"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and foot fracture ("plantar fracture in one foot"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), night sweats ("night sweat") and anxiety ("heightened anxiety"). On an unknown date, the patient experienced libido decreased ("low libido"), incontinence ("incontinence"), pollakiuria ("urine frequency"), migraine with aura ("ocular headache"), photophobia ("sensitivity to light"), hyperacusis ("sensitivity to sound"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), dry skin ("itchy dry patches on skin"), autoimmune disorder ("autoimmune disease"), night blindness ("night vision is bad"), vertigo ("vertigo on left side"), pyrexia ("fever"), oropharyngeal pain ("sore throat"), chest pain ("chest pain"), arthropathy ("problems in foot knee and hip") and pain in extremity ("heel pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, mood swings, night sweats, libido decreased, nausea, fatigue, weight increased, abdominal pain, migraine and headache had resolved, the depression, arthralgia, foot fracture, insomnia, anxiety, incontinence, hormone level abnormal, pollakiuria, photophobia, hyperacusis, dry skin, autoimmune disorder, night blindness, vertigo, pyrexia, oropharyngeal pain, chest pain, arthropathy and pain in extremity outcome was unknown and the migraine with aura was resolving. The reporter considered abdominal pain, anxiety, arthralgia, arthropathy, autoimmune disorder, chest pain, depression, dry skin, dysmenorrhoea, fatigue, foot fracture, headache, hormone level abnormal, hyperacusis, incontinence, insomnia, libido decreased, menorrhagia, migraine, migraine with aura, mood swings, nausea, night blindness, night sweats, oropharyngeal pain, pain in extremity, pelvic pain, photophobia, pollakiuria, pyrexia, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 186 lbs. Previously reported essure insertion date : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Normal post essure hysterosalpingogram. Mammogram - on (B)(6) 2018: impression: normal left breast ultrasound, left breast mammography in 6 months recommended to document stability of the small parenchymal density. Pathology test - on (B)(6) 2018: final diagnosis. Exocervix and endocervix, hysterectomy acute. And chronic endocervicitis endometrium, hysterectomy proliferative endometrium. Myometrium, hysterectomy leiomyomata adenomyosis fallopian tube (right)} salpingectomy no significant pathological abnormalities fallopian tube (left), salpingectomy no significant pathological abnormalities. Lot number: 695932 manufacturing date: 2009/12 expiration date: 2012/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- itchy dry patches on skin, autoimmune disease, autoimmune issue, night vision is bad, vertigo on left side, fever, sore throat, chest pain, problems in foot knee and hip, heel pain. On (B)(6) 2020: plaintiff fact sheet received. No new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, urinary tract disorder, migraine headache, overweight and gerd. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2019, lisinopril since 2017 to (B)(6) 2019, minerals nos; vitamins nos (prenatal vitamins), norethisterone (micronor) (B)(6) 2010 to (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2019 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue / exhaustion") and insomnia ("insomnia"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and foot fracture ("plantar fracture in one foot"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), night sweats ("night sweat") and anxiety ("heightened anxiety"). On an unknown date, the patient experienced libido decreased ("low libido"), incontinence ("incontinence"), pollakiuria ("urine frequency"), migraine with aura ("ocular headache"), photophobia ("sensitivity to light") and hyperacusis ("sensitivity to sound") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, night sweats, libido decreased, depression, nausea, fatigue, weight increased, arthralgia, foot fracture, insomnia, anxiety, incontinence, hormone level abnormal, pollakiuria, photophobia and hyperacusis outcome was unknown, the dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the migraine with aura was resolving. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, fatigue, foot fracture, hormone level abnormal, hyperacusis, incontinence, insomnia, libido decreased, menorrhagia, migraine with aura, mood swings, nausea, night sweats, pelvic pain, photophobia, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 186 lbs. Previously reported essure insertion date : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 695932 manufacturing date: 2009/12, expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 695932) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, urinary tract disorder, migraine headache, obesity and gerd. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2019, lisinopril since 2017 to (B)(6) 2019, minerals nos; vitamins nos (prenatal vitamins), norethisterone (micronor) (B)(6) 2010, omeprazole magnesium (prilosec) since (B)(6) 2019 and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue / exhaustion") and insomnia ("insomnia"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and foot fracture ("plantar fracture in one foot"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), night sweats ("night sweat") and anxiety ("heightened anxiety"). On an unknown date, the patient experienced libido decreased ("low libido"), incontinence ("incontinence"), pollakiuria ("urine frequency"), migraine with aura ("ocular headache"), photophobia ("sensitivity to light") and hyperacusis ("sensitivity to sound") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, night sweats, libido decreased, depression, nausea, fatigue, weight increased, arthralgia, foot fracture, insomnia, anxiety, incontinence, hormone level abnormal, pollakiuria, photophobia and hyperacusis outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the migraine with aura was resolving. The reporter considered anxiety, arthralgia, depression, dysmenorrhoea, fatigue, foot fracture, hormone level abnormal, hyperacusis, incontinence, insomnia, libido decreased, menorrhagia, migraine with aura, mood swings, nausea, night sweats, pelvic pain, photophobia, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Previously reported essure insertion date : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received- event "injury to herself" updated to "pelvic pain", events- "mood swings, night sweats, low libido, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, nausea, dysmenorrhea (cramping), fatigue, weight gain, joint pain, plantar fracture in one foot, insomnia, anxiety, incontinence, urine frequency, sensitivity to light, ocular headache, sensitivity to sound and hormonal changes", patient demography, lab data, lot number and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.